Manufacturer narrative:
As reported, the 6f 55cm brite tip sheath introducer did not slide at the end of the intervention when removing the introducer. The physician managed to make it slide with delicate and slow movements. The sheath began to stretch and finally became broken, leaving the distal part in the patient. Fortunately, using christophe forceps, the physician was able to catch and managed to recover the missing part of the introducer. The device was used in a cross over ¿ael¿ procedure. Without the return of the device or images for analysis, the reported customer event ¿catheter sheath introducer-separated¿ could not be confirmed. Handling factors such as withdrawing the device against resistance may have contributed to the reported event. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent to make the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿remove the sheath when clinically indicated by placing compression on the vessel above the puncture site, and slowly withdraw the csi.¿ based on the information available, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventive or corrective actions will be taken at this time.

Manufacturer narrative:
The device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the 6f 55cm brite tip sheath introducer did not slide at the end of the intervention when removing the introducer. The physician managed to make it slide with delicate and slow movements. The sheath began to stretch and finally became broken, leaving the distal part in the patient. Fortunately, using christophe forceps, the physician was able to catch and managed to recover the missing part of the introducer. The device was used in a cross over ¿ael¿ procedure. The device is expected to be returned for evaluation.